Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - vista nova, patient site ID: ((B)(6)). It was reported that on (B)(6) 2026, a 27mm navitor with radiopaque markers was chosen for implant. During procedure, after valve deployment, patient experienced a hypotensive episode up to 40mmhg. Low doses of adrenaline reversed hypotension but patient exhibited low level of consciousness with no response to stimuli. Patient had facial asymmetry and did not respond to command. Patient's activated clotting time (act) was reported 170s. A decision was made to perform a mechanical thrombectomy in the left common carotid artery. Final images showed isolated distal emboli that could not be treated.